Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor displayed a service code 110. The cause for the failure was isolated to open j1000 5-6 pins. The root cause for the open pins could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 110 (overvoltage set).